Event description:
The patient reported that the up button is not responding correctly. She reported that the keypad is intact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and the button contacts were found to be misaligned. Unrelated to the complaint, the cartridge cap was found to be damaged and the display lens was scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.